Event description:
During a procedure on the iliac, the evercross balloon ruptured. Several attempts were made to snare and retrieve the balloon with different snares and sheaths. After 1 hour, the balloon was snared and taken out through a 12f sheath on the left side. The pt needed surgical closure of the 12f hole in the left femoral artery. No injury to the pt reported.